Manufacturer narrative:
(B)(4).

Event description:
It was reported an unspecified error message occurred. Patient reported an issue using the phone but cannot remember the error message. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause could not be determined. The reported event of unspecified error message based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.